Event description:
Ventral hernia surgery/abdominoplasty procedure on (B)(6) 2009. Three wk post op (B)(6), everytime antibiotics were done, in 1 week the infection would be back in the abdomen. CT scan after CT scan, collections of fluid, jp drains had to be placed. On antibiotics for basically 2 years telling the plastic surgeon I could feel something and asked him why the infection keeps coming back, he stated he didn't know. (B)(6) of 2012 abdominal wall abscess with (B)(6), (B)(6) 2013 abdominal wall abscess with (B)(6) prolene again another prolene suture found. Surgeon stated suture was contaminated (B)(6) 2015. I found an article online that stated (B)(4) recalled this suture in 2009 because it was not sterile. I have searched and searched for an attorney but no one will take the case. I know many who have had the same procedure and have multiple abscesses just like myself, and my abdomen is still not right. The last two surgeries I was borderline sepsis, damages have been done to organs, can someone please tell me what I need to do, lawyers are giving me the run around, I guess because it is not a popular class action case right now like the prolene mesh, which mesh was also placed in my abdomen. I have all my medical records. The original surgery was done at (B)(6).